Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a onetouch ultra2 meter was reading inaccurately high readings compared to another meter and compared to his feelings or normal results. This complaint was classified based on the customer care advocate (cca) documentation. The patient was unaware of when the alleged issue first began. The patient reported on an unknown date and time he obtained readings of ¿mid 400¿s mg/dl¿. The patient reported using insulin pump therapy to manage his diabetes. The patient reported on an unknown date and time he had an increased dose of novolog insulin. The patient reported a couple hours after the meter issue occurred he developed symptoms of ¿sweating, achiness and confusion.¿ the patient reported on an unknown date and time he was given something to eat or drink by a third party who was not a healthcare professional. The patient reported his blood glucose was tested on another meter and a reading of ¿80-90mg/dl¿ was obtained. It is unclear how much time passed in between the readings. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing and her test strips were in good condition. The patient¿s test strip vial was in good condition as well. However a control solution test was not run due to the patient not having any control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the products for evaluation. If the products are returned, lfs will evaluate them and inform FDA of products that do not pass inspection in a supplemental report.